Manufacturer narrative:
Pump received with intermittent up arrow button response due to corroded keypad traces. No button error alarm or unexpected numbers scrolling during testing. Programmed several bolus deliveries and keypad did not skip over programming menus. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.(B)(4)

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and numbers were scrolling on the screen. The customer stated that her seatbelt may have been pressed against the insulin pump. Blood glucose level at the time of the incident was 259 mg/dl. Blood glucose level at the time of the call was 153 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.